Manufacturer narrative:
No defective material property was detected on the retained sample of the batch concerned. The product was not returned to us. If used correctly, discoloration of the treated teeth is not to be expected. No similar incidents are known. Our inquiries about the circumstances of the treatment were not answered.

Event description:
A dentist alleges that futurabond u was staining the teeth of several patients to a coffee brown color. It is not known in what way and for what indication the product was used. It is unknown if any follow up treatment was provided.